Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The field service engineer (fse) decontaminated the reaction cell sipper pipes and water supply pipes. The reagent arm and mixer were cleaned. Qc was within range. The patient samples were run again and the results were reproducible. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys t3 (t3), elecsys t4 (t4) and elecsys ft4 iii (ft4 iii) on a cobas 6000 e 601 module. Patient one (1) initial t3 result was 6.51 ng/ml with a data flag. The repeat result was 1.27 ng/ml. Patient one (1) initial t4 result was 24.86 ug/ml with a data flag. The repeat result was 8.13 ng/ml. Patient two (2) initial ft4 iii result was 7.77 ng/dl with a data flag. The repeat result was 1.51 ng/dl. Patient two (2) initial t3 result was 6.51 ng/ml with a data flag. The repeat result was 0.956 ng/ml. Patient two (2) initial t4 result was 24.86 ug/dl with a data flag. The repeat result was 10.70 ug/dl. No questionable results were reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.